Manufacturer narrative:
The insulin pump had no button error alarm noted. The pump had no button response due to corroded keypad traces. The pump had a scratched display window, a missing end cap sticker, and moisture damage on the lcd/b.

Event description:
The customer reported via phone call that he is getting a button error alarm on the insulin pump. Customer stated that he was not able to clear the alarm. Customer has tried changing the batteries and still cannot clear the alarm. Customer thinks the insulin pump was in the same pocket as his cell phone. Customer's blood glucose was 179 mg/dl. Customer stated that a button error alarm did not occur right after the pump was exposed to moisture. Customer stated that he was unsure if a button was pressed for 3 minutes or longer. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.